Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the crosser cto recanalization catheters products that are cleared in the us. The pro code and 510 k number for the crosser cto recanalization catheters products are identified in d2 and g4. H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: received one 14s crosser cto recanalization catheter for evaluation. Residue was noted throughout the device. Deformation and a partial split were noted to the transducer handle. Bunching was also noted throughout the catheter. The marker band was noted to be present. No functional testing was performed due to the condition of the device. Therefore, the investigation is confirmed for the reported deformation and overheating as the transducer handle was noted deformed which could have occurred during overheating of the device. Also, bunching was noted throughout the catheter. Per the instructions for use, the crosser should not remain activated after 5 minutes as catheter malfunction may occur. The user reported an activation time of beyond 5 minutes. This deviation from the instructions for use could have potentially caused or contributed to the reported deformation and overheating. Therefore, the incorrect procedure can also be confirmed. However, a definitive root cause could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. The current instructions for use states under warnings and precautions: do not exceed 5 minutes of activation time as crosser catheter malfunction may occur. If the 5 minutes of activation time is achieved, exchange the device for a new crosser catheter before resetting the crosser generator. H10: b5, d4 expiration date: (B)(6) 2026. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a recanalization procedure, the black part of the hub was allegedly getting hot. It was further reported that the catheter was allegedly deformed. The procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the crosser cto recanalization catheters products that are cleared in the us. The pro code and 510 k number for the crosser cto recanalization catheters products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records will be performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiration date: 01/2026) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a recanalization procedure, the black part of the hub was allegedly getting hot. It was further reported that the catheter was allegedly deformed. There was no reported patient injury.